Event description:
It was reported the intraocular lens was removed and replaced 4 months after the date of initial implant. The reason stated was the patient's loose capsular bag. The lens was exchanged for an anterior chamber lens without complication.

Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. Results of our inspection show an iol cut in half with 2 distorted haptics. This condition is consistent with a lens that has been explanted. This adverse event is related to the patient's eye anatomy and not to a deficient lens. Lens exchange was completed without complication. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.